Manufacturer narrative:
Visual examination of the provided pictures identified articular surface and screws. Both shows sign of use. Only limited information was given through the picture. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: the patient was presented with pain, swelling, and noise. During the surgery, the screw was found to be loose and no complication was noted. X-rays showed polyethylene screw broken, the screw was bent due to metal fatigue. A definitive root cause cannot be determined. Per package insert, pain, swelling, fracture are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date four years post op due to the screw coming loose. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; a4; b3; b4; b5; b6; b7; d1; d2; d4; d6; d10; e1; e2; e3; g2; g3; g4; g6; h1; h2; h4; h6 d10: 00598801013 - stem extension straight 13mm dia x 100mm length(combined length 145mm) - 63289863 00598801012 - stem extension straight 12mm dia x 100mm length(combined length 145mm) - 62740824 00599401592 - femoral component option for cemented use only size e right - 63408845 00598003702 - stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 63465701 66022663 - palacos r + g (1x40) - 85094551 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported through the patient's medical records that patient underwent total right knee arthroplasty. Subsequently, the patient underwent a poly exchange approximately 4 years later due to pain, weakness, a clicking sound, and a loose screw noted on x-ray. There was no trauma to the leg or falls. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (nicked, gouged) and micro motion. The threads on the locking screw were found to be damaged but not fractured. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown - unknown poly screw - unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01755.

Event description:
It was further reported through the patient's medical records that during the revision surgery, it was noted that the poly screw was broken due to metal fatigue, screw and poly exchange without complication. Attempts have been made and no further information has been provided.